Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ampule got broken when it was opened during the surgery (event date was unknown). The broken pieces were put into the ampule and the surgeon gave up using it. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no adverse consequence to the patient. No further information has been provided by the hospital.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: batch lot number not provided therefore a DHR review is not possible. Complaints database searched: batch lot number not provided therefore a complaints review is not possible. Total for lot number: unknown - no lot number provided. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 3. By product family: 17 (1x depuy cmw 1, 6x depuy cmw 3, 10x endurance). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.